Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in single piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant of the right ventricular (rv) lead, the physician had trouble in placing the lead. The lead dislodged at every attempt while extending the helix. The physician thought it may be due to hernia issue. The lead was not used and replaced with new lead at slightly different location without any issues. The patient was stable before during and after the procedure.